Manufacturer narrative:
As no product was returned, it was not possible to perform a product inspection. Review of the product history sheet (mr004) for lot no s5139/1, demonstrated that the product was manufactured within specification. Original surgery was performed by dr in 1999 using hutchison hsl 340 saline-fill implants, which were filled to an unknown volume. The pt underwent bilateral replacement surgery in 2007. The implants were replaced with unknown devices. No product was returned. No conclusion can be drawn.